Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one suturing device opened by the account with the appropriate blister packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with the instrument. Witness marks on the bevel wall were observed on the instrument. Sheering was observed on the toggle switches. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend for needle disengaged complaints on feb/2016. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: during a lap gastric bypass, the needle fell out mid suturing. The current patient status is normal. To correct the condition a new device was opened. Additional information has been requested but not yet received.